Event description:
My mentor silicone implants made me sick wit fatigue, indigestion, brain fog. I couldn't retrieve words or hold a conversation, weight gain. I had hair loss, joint pain, fibromyalgia, dry eyes, headaches, sinus issues. Those toxic bags made me have a rash on my body and made me vitamin d deficient no matter that I did and other blood issues. Body aches, chronic cough, difficult swallowing. Basically I looked and felt like death the list goes on.